Event description:
Caller states after using the softclix plus device her fingers began turning black. Caller states she was prescribed unspecified antibiotics by her physician for her fingers. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.